Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Conclusion and justification status for MDR: the complaint states depuy(B)(4). The patient was subjected to a replacement of left and right hip (date unk). Currently the patient has serious gastritis, alopecia, general discomfort and metallosis. The patient needs a revision of both implants. A complaints database search and review of manufacturing records could not be conducted as no lot or product numbers were received. Without further information or return of products the root cause of the complaint cannot be confirmed. The complaint shall be closed with an undetermined conclusion and monitored though trend analysis. If further information is received the complaint shall be reopened and investigated further. No further actions are identified. Post market surveillance is per sep (B)(4). Addendum (B)(6) 2015 - the complaint was reopened due to medical records being received. These were reviewed by bioengineering and a report was received stating based on the information received and the investigation performed, the root cause of the complaint was undetermined. The customer did not report a device defect. The case is subject to ligation with allegations regarding performance. Post marketing surveillance reviews general group performance from the information reviewed in this report it is unlikely that there was a manufacturing fault. No corrective action is required. Post market surveillance is per sep-(B)(4). Addendum (B)(6) 2015 - the patient's medical records were received. Medical records were reviewed for MDR reportability. At this time there is no new information that would change the existing MDR decision. The above conclusion remains valid. Update added (B)(6) 2016 - translated versions of the patients records were received and sent for review. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Conclusion and justification status: the complaint states depuy (B)(4). The patient, mr (B)(6), was subjected to a replacement of left and right hip (date unk). Currently the patient has serious gastritis, alopecia, general discomfort and metallosis. The patient needs a revision of both implants. A complaints database search and review of manufacturing records could not be conducted as no lot or product numbers were received. Without further information or return of products the root cause of the complaint cannot be confirmed. The complaint shall be closed with an undetermined conclusion and monitored though trend analysis. If further information is received the complaint shall be reopened and investigated further. No further actions are identified. Post market surveillance is per sep 419. Addendum 08 dec 2015: the complaint was reopened due to medical records being received. These were reviewed by bioengineering and a report was received stating based on the information received and the investigation performed, the root cause of the complaint was undetermined. The customer did not report a device defect. The case is subject to ligation with allegations regarding performance. Post marketing surveillance reviews general group performance from the information reviewed in this report it is unlikely that there was a manufacturing fault. No corrective action is required. Post market surveillance is per sep-419. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update rec'd 17 december 2015 - the patient's medical records were received. Medical records were reviewed for MDR reportability. The patient had elevated metal ion levels. At this time there is no new information that would change the existing MDR decision. The complaint was updated on: 23/12/2015.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Currently, the patient has serious gastritis, alopecia, general discomfort and metallosis. The patient needs a revision of both implants. This complaint has formal litigation and medical records indicate that the patient has elevated ion levels but no revision at this time.

Manufacturer narrative:
Conclusion and justification status: the complaint states depuy15-46. The patient, (B)(6), was subjected to a replacement of left and right hip (date unk). Currently the patient has serious gastritis, alopecia, general discomfort and metallosis. The patient needs a revision of both implants. A complaints database search and review of manufacturing records could not be conducted as no lot or product numbers were received. Without further information or return of products the root cause of the complaint cannot be confirmed. The complaint shall be closed with an undetermined conclusion and monitored though trend analysis. If further information is received the complaint shall be reopened and investigated further. No further actions are identified. Post market surveillance is per sep 419. Addendum 08 dec 2015 the complaint was reopened due to medical records being received. These were reviewed by bioengineering and a report was received stating based on the information received and the investigation performed, the root cause of the complaint was undetermined. The customer did not report a device defect. The case is subject to ligation with allegations regarding performance. Post marketing surveillance reviews general group performance from the information reviewed in this report it is unlikely that there was a manufacturing fault. No corrective action is required. Post market surveillance is per sep-419. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.